Manufacturer narrative:
The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) pivotal study patient ID: (B)(6). It was reported that on (B)(6) 2021 a triclip procedure was performed treating functional tricuspid regurgitation (tr) grade 5. Three triclips were successfully implanted, reducing the tr to grade 2. On (B)(6) 2021, excessive motion was noted on the posterior leaflet of the central, posterior-septal triclip (tcds0303-xtw, 10806r1011). The triclip remained attached to both leaflets at this time. The tr increased to grade 3. No additional treatment was provided. The patient remained in stable condition. On (B)(6) 2024, the central, posterior-septal triclip had a single leaflet device attachment (slda). There was no treatment, and no additional intervention reported. Moderate tr was noted.

Event description:
Triluminate pivotal study. Patient ID: (B)(6). It was reported that on (B)(6) 2021 a triclip procedure was performed treating functional tricuspid regurgitation (tr) grade 5. Three triclips were successfully implanted, reducing the tr to grade 2. On (B)(6) 2021, excessive motion was noted on the posterior leaflet of the central, posterior-septal triclip (tcds0303-xtw, 10806r1011). The triclip remained attached to both leaflets at this time. The tr increased to grade 3. No additional treatment was provided. The patient remained in stable condition. On (B)(6) 2024, the central, posterior-septal triclip had a single leaflet device attachment (slda). There was no treatment, and no additional intervention reported. Moderate tr was noted. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported recurrent tr appears to be a cascading effect of the leaflet movement. The reported migration (partial clip movement) appears to be related to challenging patient anatomy. The reported patient effect of tr as listed in the triclip system instructions for use is a known possible complication associated with triclip procedures. It was later reported that the clip had a single leaflet device attachment (slda). The reported slda appears to be a cascading event of the migration. The reported serious injury / illness/ impairment is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.